Manufacturer narrative:
Additional information was received as the complaint sample was returned on 12-13-2016. The visual examination did not observe any product defects or abnormalities. There is no change to original investigation findings. Device available was updated to check "yes" and "returned to manf. With the date". Device evaluated by manf. Checked "yes".

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer stated that 9 of the 18 tampons elongated as she was removing them and the pledget also fell apart into at least three pieces each time also. She said she is sure that all of the pieces are out. The consumer did not seek medical attention and feels fine.